Manufacturer narrative:
The customer did not provide patient demographics such as date of birth or weight. The access total bhcg (5th is) reagent was not returned for evaluation. In conclusion, an assignable cause of the elevated access total bhcg (5th is) result cannot be determined with the information provided.

Event description:
The customer reported obtaining an elevated and non-reproducible beta human chorionic gonadotropin (access total bhcg (5th is)) result generated on the laboratory's unicel dxi 800 immunoassay system (serial number (B)(4)). On (B)(6) 2016, the initial access total bhcg (5th is) result obtained for the patient was 5.78 miu/ml. On (B)(6) 2016, the initial access total bhcg (5th is) result was questioned by the healthcare provider as it did not fit the clinical presentation of the patient. Consequently, the sample was reanalyzed and a result of 0.00 miu/ml was generated. Additionally, the same initial sample was reanalyzed on the laboratory's alternate laboratory's unicel dxi 800 immunoassay system (serial number (B)(4)) and a result of 0.33 miu/ml was generated. Additional samples were obtained on (B)(6) 2016 and analyzed on both unicel dxi 800 immunoassay systems (serial number (B)(4)) and lower results of 0.00 miu/ml, 0.04 miu/ml and 0.27miu/ were generated. The initial access total bhcg (5th is) result was reported outside of the laboratory. The patient was scheduled for surgery; however, the procedure was delayed and the patient was further transferred to another hospital where blood and urine tests demonstrated negative beta human chorionic gonadotropin results. There was no additional harm reported. System parameters including calibration, quality control (qc) and a system check were running within and passing assay and system specifications. Customer also performed two sixteen (16) repetition precision runs using the original patient sample with acceptable results ranging from 0.00-0.04 miu/ml. The sample was a serum sample that was centrifuged at 3800 revolutions per minute (rpm) for fifteen (15) minutes. No sample integrity issues were reported and the sample was not re-centrifuged prior to being repeated.